Manufacturer narrative:
(B)(4) additional information received: the product returned was a sleeve. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the cb5lt device was received with the sleeve melted in the middle part of sleeve and with no obturator present. No functional test was performed due to condition of device. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. Please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. As part our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. As part of our quality process, the manufacturing records of this lot could not be completed as the lot/batch number was not provided.

Event description:
It was reported that during a laparoscopic colostomy procedure, the shaft of the trocar cracked and would not allow the device to pass through. Another like device was used to complete the procedure. There were no adverse consequences for the patient.